Event description:
The customer reported a bloody fluid leak of unspecified volume from pinch valve pv3 on a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/12/2015. The fse stated that there was no liquid leak observed, but that the leak was low vacuum. The fse found and replaced leaking tubing at pinch valve pv3, which is the tubing for low vacuum supply to the white blood cell (wbc) chamber, to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).